Manufacturer narrative:
(B)(4)

Event description:
It was reported high capture threshold and low sensing amplitude was observed due to possible right ventricular lead dislodgement. Lead repositioning was attempted but not successful as the physician had trouble retracting and extending the helix. The lead was extracted and replaced instead. The patient condition is fine.